Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number and provide the device manufacture date. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was not returned and measured approximately 18mm in length. The ptfe pad (teflon pad) was inspected and found to be partially split in cross direction exposing metal. The device was attached to the test usg-400/esg-400 and prompted an u509 error code message.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off. No device fragment fell into the patient. There was no bleeding observed. The surgeon was performing a seal /cut on the patient when the incident occurred. The generator settings were cut 3/coag1. No error messages were observed on the generator. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points to generator were inspected prior to the procedure with no anomalies found.